Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (line through display w/ moist) issue. It was reported that moisture ingress was located in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/03/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/08/2017 with the following findings: during investigation, the pump was powered on and there was no line visible in the display. Moisture was observed in the battery compartment. A leak test was performed and a leak was identified at a battery compartment crack. The pump cover was opened and no moisture was found. The original complaint of a line through the display could not be duplicated.